Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group field service rep was dispatched to the facility to investigate. While at the facility, the service rep replaced the cardioplegia module and updated the firmware. Subsequent testing found everything was functioning properly. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the cardioplegia module of the s5 system intermittently counted incorrectly. It was also reported that the pump stopped and displayed an error message. There was no report of pt injury.